Event description:
The customer reported that during the incoming inspection, the paddle set failed to discharge. There was no patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.